Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an ankle arthrodesis procedure on an unknown date using screws. Following surgery, exudate was observed around the 6.5 mm cannulated compression screw incision site with elevated c-reactive protein levels, and infection was initially suspected. After antibiotic administration, the c-reactive protein decreased; however, an ulcer subsequently developed at the incision site. Imaging studies suggested bone resorption. Consequently, approximately two months postoperatively, all screws were removed due to suspected loss of fixation strength and a possible metal allergy. The patient underwent screw removal; no further information regarding the patient¿s condition following the procedure was provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. 6.5x45mm cann canc scr 22 item# 1419645 lot# 582745. 6.5x50mm cann canc scr 22 item# 14196-50 lot# dfmb7t. 6.5x60mm cann canc scr 22 item# 14196-60 lot# m08335f. 4.0 cann canc lag scr 55mm item# 1437655 lot# m26831a. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.